Event description:
Paramedics responded to a person, condition unknown. The device was connected to the patient for exteranl pacing. According to the reporter, the device intermittently stopped pacing when the device was bumped. The operator closely monitored the device to continue pacing and no adverse affects to the patient were reported as a result of the alleged malfunction.